Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received. (B)(4).

Event description:
The customer reported the alarm power on but has an intermittent alarm tone when pressure is off the sensor pad. The customer reported that there is some visible damage to the battery contacts, they look off center and loose. There was no patient incident or injury reported.